Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. E1: initial reporter state: (B)(6).

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s spouse, on (B)(6) 2025 at around 1:00 am, the patient experienced convulsions while asleep (meant to be seizures). Prior to sleeping, she had been doing fine, and her cgm was displaying values within her normal range. While asleep, she was woken up by an alarm from her device indicating a brief sensor issue, which led her husband to suspect that her blood glucose had dropped to below 2 mmol/l. Concerned about her safety, he immediately called 911, and paramedics arrived at approximately 2:15 am. The patient was transported to the hospital, where she was administered IV fluids, glucagon, and another unspecified injection. Her blood sugar was closely monitored, with initial readings between 2¿3 mmol/l. Following treatment, her glucose levels rose to approximately 5 mmol/l. She remained in the hospital from about 2:00 am until 5:30 am. At the spouse¿s request, the patient was discharged to continue resting at home. Due to ongoing weakness and shakiness, she required the use of a stroller for assistance to the car. At the time of the report the patient was fine and 90% recovered. No other details were documented. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.